Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The complaint regarding the fragmented wire was confirmed by failure analysis

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument's wire broke while lifting the myoma. The customer submitted a fragment of the wire, which was found during the sterilization process. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown. Isi followed up with the initial reporter and obtained the following additional information: the surgeon was grasping a myoma when the issue occurred. They did not notice any issues with the functionality of the instrument prior to this. No fragment fell inside the patient¿s anatomy and there was no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment did not fall into the patient, it fell off the instrument during central processing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.